Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they got a new controller a couple weeks ago and it was not set up like the old one. Patient stated it had been a while since they worked with someone who programmed their stimulation because now the stimulation was too strong and they could not have it on too long before it started feeling uncomfortable. When asked for event date, patient said they would say 2 weeks ago when they started using the new controller. Agent reviewed how stimulation settings are stored within implanted battery. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had seen a physician last year for an epidural, and had not seen their managing physician in a long time. Patient will call both physicians to attempt to contact rep.